Manufacturer narrative:
An event of device entanglement with valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Aortic angle was 73 degrees, patient presented with severe calcification. Pre-dilatation was performed with osypka vacs iii 20/40 balloon (did not exceed minimum annulus diameter). Flexnav was inserted on landerquist guidewire due to tortuous and difficult anatomy. At 80% deployment the navitor was at 1-2mm. The navitor was deployed at 0mm in a high position but still in the native valve. All three retainer tabs were confirmed to release. During attempt to centralize the flexnav nose cone and remove the flexnav, the nose cone became caught on the valve causing it to migrate. The valve was snared to the ascending aorta and a second 29mm navitor vision was deployed successfully. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.